Event description:
Bilateral breast augmentation, approximately 9 years ago. Now desires to be smaller. Pt underwent bilateral capsulectomy and implant removal. Saline implants removed intact. No apparent problems with implants. Bilateral augmentation/mastopexy with smaller saline implants.